Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Update jul 24, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges clicking noise of left hip device and ratcheting sensation. After review of the medical records for the MDR reportability, patient was revised due to metallosis or trunnionosis and local adverse tissue reaction. Revision notes reported a cloudy-appearing synovial fluid. It was stated that there was metallosis staining which was substantial on the trunnion as well as within the inner aspect of the morse taper of the femoral head. It was also stated that there was some metallosis staining on the back side of the acetabular liner as well as within the pinnacle shell. MRI showed a modest periarticular fluid collection adjacent to the left hip. This complaint was updated on aug 9, 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient's husband spoke with legal group about his wife's bilateral hips. Patient suffered from elevated metal ion levels, swelling/inflammation, and pain. The patient hasn't been revised. Litigation received. Patient also experienced metallosis-stained synovial tissue and occasional mechanical symptoms of shifting and clunking in her left hip. Added complainant information and updated the head and liner. There is no medical records and laboratory values provided.